Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was 45 mg/dl. The customer treated with 5 glucose tablets. The customer also reported high readings but declined to troubleshoot. The product was returned for analysis.